Event description:
The physician was applying a fallopian clip and noticed that the applicator did not push the spring all the way over the plastic jaw component. Another applicator was then used to apply add'l clips to the fallopian tube. No pt problem was reported.